Manufacturer narrative:
Concomitant medical products: IV baxter bag-250 ml 0.9% nacl exp mar 20, non bd bifuse extension set w/ 2 microclave clear and luer lock; therapy date (B)(6) 2018. The customer¿s report that the luer lock cap was not secured to a non bd extension set that disconnected and leaked could not be confirmed. A photo of a set was provided by the customer. A yellow circle around the male luer lock component appears where the disconnection occurred. No issues were observed per the provided photo. The root cause of this failure was not identified as no product was returned. Patient demographics requested however not provided.

Event description:
It was reported that luer lock cap was not secured to a non bd extension set which disconnected and leaked when connected to IV tubing. There was no report of patient harm. The event occurred in the cancer clinic.